Event description:
It was reported that the level 1 h-1200 unit's air in line module does not turn on or alarm when the main unit is turned on. The rest of the unit turns on- except for the air in line portion.

Event description:
Additional information received 1 september 2021 (email): no patient was involved. Failure was found during preventive maintenance. No regulatory authority notified.

Manufacturer narrative:
Additional information b5, d4 catalog number, d5. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. The root cause of the reported issue was found to be a faulty h-31b air detector control board. The technician replaced h-31b air detector control board., corrected data: corrected: d1, d2, d3, g1, h10, h6.